Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was discharged on 6/14/2024. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.